Event description:
It was reported the pt experienced discomfort at the ipg pocket site due to the size of the device. Surgical intervention was undertaken on (B)(6) 2014. The ipg was successfully moved from the buttock to the abdomen.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.